Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the report of "no image was produced when olympus series 180 scopes" was the scope or videoscope cable. The likely cause of the damaged dvi connector, identified on the device evaluation, was user handling. As stated in the instructions for use, as a preventive measure, " do not touch the electrical contacts inside the video system center's connectors. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The device produced an image as expected when tested with multiple series 180 scopes. However, a damaged dp board dvi connector was found, requiring replacement.

Event description:
A user facility reported to olympus that no image was produced when olympus series 180 scopes were used. There was no patient injury or harm, associated with the problem, reported to olympus.